Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with this right ventricular (rv) lead had "complication" from the implant. The ventricular wire had to be cut and decided to reprogram. To date, this lead remains in service. No adverse patient effects were reported. Additional information indicated that this rv lead is pulled back and was cut in the atrium. This rv lead is no longer functioning and will impact future magnetic resonance imaging (MRI) conditions. This rv lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that patient with this right ventricular (rv) lead had "complication" from the implant. The ventricular wire had to be cut and decided to reprogram. To date, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.